Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a therapeutic surgical laparoscopic surgery procedure, the device angle was locked and could not be released, instead of using the angle lock lever, the angle lever was used to hang the angle. The angle lock lever was not used. The trocar was removed and the scope was replaced with another scope. The intended procedure was completed with similar device. There was no patient impact as a result of the event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and device evaluation. H6 coding was also added for the second reportable malfunction found during the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. The device was returned to olympus for inspection, and the customer's reported complaint was not confirmed. Based on the results of the investigation, the root cause could not be determined for the reported event, angle is locked and cannot be unlocked, as the issue was not reproduced. The operation of the angulation lock made the status change from free to engaged and from engaged to free. While evaluating the device further, it was found that the adhesive on the objective lens was peeling off (reportable malfunction). The root cause for the peeling could not be determined but it is likely the event was caused by external factors. In addition, the following non-reportable malfunctions were found during the device evaluation; image guide (ig) corrugated tube was breaking, rubber adhesive was chipped , and an insufficient angle (the angle wire became longer than normal). Olympus will continue to monitor field performance for this device.